Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the talus too wide and the patient is getting some impingement. The physician is planning a flat top talus revision gutter clean up and poly swap due to pain and limited motion.

Manufacturer narrative:
The reported event could be confirmed since radiographic images were provided and shows the presence of a gutter impingement. Upon further investigation of the CT scans and x-ray images by healthcare professionals the following was observed: device is intact and well-fixed as well as well-positioned. Clinically gutter impingement through a combination of slightly (very subtle) oversized talar component in relation to gutter width. Gutter slightly narrowed due to degenerative changes. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by a combination of a slightly oversized talar component in relation to gutter width and a gutter slightly narrowed due to degenerative changes. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the talus too wide and the patient is getting some impingement. The physician is planning a flat top talus revision gutter clean up and poly swap due to pain and limited motion.